Event description:
Customer reportedly rec'd results of 522 mg/dl and 244 mg/dl within 10 minutes on the compact system. No high blood symptoms reported. The customer did not provide the location where the discrepant results were obtained. The customer did not indicate how long the discrepant results have occurred. No adverse event reported. No quality controls were used. Requested return of the suspect device and replacement was sent. Accu-chek compact system: meter, test drum lot number 20653741, expiration date 03/31/2008.

Manufacturer narrative:
The suspect product is the compact test drum.